Event description:
Procedure: growth removal along with another unknown procedure. Reportedly, cautery was being used for hemostasis in a head/facial surgery. During cauterization, a flash fire was recognized and extinguished immediately. The oxygen was turned off and assessment revealed both eyebrows at the level just below the drape was singed. When the drapes were removed, it was discovered that there were second and third degree burns on the bilateral orbital ridges. There was no eyelash singeing and no burning of the eyelid. The forehead appeared to be unscathed. The pt was cleansed with saline and dressing of silvadene ointment and an ice pack was applied. The pt was intubated under general anesthesia.